Event description:
It was reported via repair work order that the spring and button came out of the rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.stretcher, wheeled.